Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false elevated architect intact pth result generated on the architect i1000sr processing module for a 54-year-old female patient. (Normal range: 15- 68.3 pg/ml). The following results were provided: on (B)(6) 2026 sid (B)(6) results 646.9 pg/ml, repeat results = 73 pg/ml and 69.9 pg/ml no impact to patient management was reported.